Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6), 2013, as part of the e7058 wallflex biliary fc chronic pancreatitis clinical trial. On (B)(6) 2013, the patient underwent biliary stent placement for a distal biliary stricture secondary to chronic pancreatitis. The stricture had not been previously treated with a sphincterotomy. A sphincterotomy was not performed during the study stent placement procedure. The 10 mm x 40 mm stent was deployed in a satisfactory position across the stricture during an ercp (endoscopic retrograde cholangiopancreatography) procedure. On (B)(6) 2013 the patient underwent a routine CT scan and the physician noted complete distal migration of the stent. On (B)(6) 2014 the patient underwent an additional ercp procedure due to chronic jaundice and another fully covered biliary metal stent was placed.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a technical analysis could not be performed. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Stent migration is listed in the dfu for this product as a potential post stent placement complication related to the use of this device. Therefore, the most probable root cause is anticipated procedural complication.